Event description:
A report was received that after the trial implant procedure the patient started to experience headaches, dizziness, blurred vision, and ringing in her ear. The physician advised the patient to go to the hospital to perform a blood patch. The patient refused indicating that she would take some caffeine. The trial leads were pulled and the patient later underwent a blood patch and was reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50e serial#: (B)(4) model description:st linear trial lead, 50cm with pre-loaded 0.014 inch stylet (streamlined). The explanted devices were not returned to bsn because they were discarded by the medical facility.